Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their reservoir. The customer states they had issues with air bubbles about a quarter inch in size. The customer's blood glucose level at the time of incident was 248mg/dl. The customer was assisted with priming out the air bubbles, and the issue did not persist after set change. The customer was advised the set would be replaced and returned for analysis.